Event description:
It was reported that multiple cartridge alarms (alarm 20 and alarm 30) occurred during the load sequence. The customer's blood glucose level ranged from 158-159 mg/dl. Subsequently, a malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.